Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73j1600307 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was jamming during skin suturing. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples are slightly misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cartridge indicating that at least 6 staples have been fired by the end user. Reference file pic_anp1900061914 for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly load and close. Another attempt was made and, this time, the staple was unable to form properly. This was repeated with the same result for the next 4 staples. The stapler was disassembled and the staples were manually realigned. After reassembly, the remaining staples were all able to properly fire. To simulate skin insertion, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The misalignment of the staples initially prevented the staples from properly forming. The staple tips were microscopically examined and no burrs or defects were observed. It could not be determined what caused the staples to misalign. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly load and close. Another attempt was made and, this time, the staple was unable to form properly. This was repeated with the same result for the next 4 staples. The stapler was disassembled and the staples were manually realigned. After reassembly, the remaining staples were all able to properly fire. To simulate skin insertion, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The misalignment of the staples initially prevented the staples from properly forming. The staple tips were microscopically examined and no burrs or defects were observed. It could not be determined what caused the staples to misalign. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent some staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. He reported complaint of "stapler jamming" was confirmed based upon the sample received. The sample was returned with the staples slightly misaligned. Upon functional inspection, 4 of the first 5 staples were unable to properly form due to the misalignment of the staples. After manually realigning the staples, the remaining staples were able to fire properly. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the stapler was jamming during skin suturing. The patient is fine.